Event description:
It was reported that during a plf procedure at l4-s1, the threads on both the screw and the screw holder broke and would not engage, as the scrub tech was loading the screw. The surgeon had other screws and screw holders available to use, and completed the procedure with no further problem. There were reportedly no fragments to retrieve, and there was reportedly no harm to the patient. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the holding sleeve was received assembled; 75 percent of the first thread is broken off the tip and the broken thread is stuck in the top of the returned screw. The remaining threads did not exhibit any damage. A review of the device history record did not show conditions that could have contributed to the reported event. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Previously noted, the condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The breakage appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. This issue was previously evaluated and deemed valid. An internal action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).